Event description:
During a right lower lobectomy, the surgeon was performing a lymph node dissection beside the vena cava when the cable snapped. It was not a good time to have the cable break, as it was sharp and could have potentially made a hole in the vena cava. We removed the defective product from the field immediately and opened a new one. The procedure was completed without any harm to the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.